Event description:
It was reported that the tubing detached at the vamp reservoir during use. Follow up with the hospital did not reveal if there were pt complications. The hospital indicated that they would follow up with further details.

Manufacturer narrative:
The device was not returned for evaluation.